Event description:
I use a tandem t-slim x2 pump to treat type 1 diabetes. The pump has a "load" feature when a new insulin vile is loaded every ~3 days. During the load process, insulin is rapidly pumped in order to fill the hose / tubing that connects the pump to the insertion site. The pump does not make any sounds during the loading process, and will pump indefinitely until the load process is complete with the press of a button. Once the button is pushed, the load process can be continued or completed with the press of another button. On (B)(6), I used the pump's loading screen to rapidly pump ~10 units of insulin and fill the connecting hose. I stopped the load process at this point and failed to hit the "complete" button. As a result, the pump was still in the "load" mode when I connected it to my insertion site a few moments later. Minutes after this I became aware of a faint mechanical sound that the pump makes during the loading process. I removed the pump from my pocket and discovered that ~26 units had been dispensed... Meaning ~16 units were already in my system over the course of a few minutes. We called 911 and I immediately began drinking highcarb juice. Paramedics arrived and put me on an IV. I recovered and was released from the emergency department (ER) on the same day. If I had not been as fortunate to notice the error when I did, it is highly likely my mistake would have been lethal. I am 37 years old. I will be writing to tandem to strongly recommend two changes to their pump: (1) cause the pump to emit a sound during the loading process, so users are aware when it is rapidly dispensing. (2) cause the pump to require a 4-digit code to be entered after every ~15 units have been dispensed during the load mode. This would enable the pump to push enough insulin to fill the tubing, but prevent accidental situations (like mine) where lethal amounts of insulin are dispensed without interruption.